Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. One catheter was included in the return. The device was returned with the on/off switch in the "on" position. The red activation knob was partially engaged in the handle. The device was not tested as returned due to being previously deactivated. No co2 [carbon dioxide] came out when removing the cartridge. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The returned catheter was attached to the nozzle and the device continued to spray as intended. No issues were detected during activation of the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. When activated, the device can sometimes hiss or release a small amount of co2 as the user twists toward the activation position. This sound is not indicative of device failure or issue, rather it is the sound of co2 exiting the inner chamber of the device and indicates the chamber is not sealed and the activation knob is not in the activation position. The IFU instructs the user, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user tested the device prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. In pre-testing the device it was noted that it was defective with an empty co2 [carbon dioxide] cartridge. Used another of the same device to continue the procedure with no further complications. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.